Manufacturer narrative:
No further information has been provided to midmark corporation regarding this instance at the time of this report. Since the build date of this device, design correction(s) have been put into place to prevent the failure. If further information is provided, a follow up report will be made if necessary.

Event description:
It was reported to midmark corporation that on (B)(6) 2025, a light flex arm assembly fell from its trolley. No injury has been reported. Due to previous reporting of like instances, midmark corporation complied to report this instance.